Event description:
Customer contacted beckman coulter inc. (Bci) regarding erroneously elevated accutni results generated by the access 2 immunoassay system for two patients. A patient sample when tested gave an accutni result of 52ng/ml which was reported outside of the laboratory. Upon repeat on a different instrument, it gave a result of 0.03ng/ml. A sample obtained from a second patient gave a result of 16.41ng/ml which was reported outside of the laboratory and a result of 0.01ng/ml. Upon repeat on a different instrument the next day, this sample gave a result of 0.02ng/ml and a corrected report was issued. No reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
Samples were drawn in 4ml bd lihep plasma tubes with gel separator and centrifuged for 3 minutes. Per customer, qc has been recovering within range. There were some problems with the initial system checks, but a rerun of the system check passed all specifications. A field service engineer (fse) was on-site 07/06/2009. Fse performed a preventive maintenance (pm), replaced ultrasonic transducer, some dispense probes and vacuum pump. Qc passed within specifications and instrument was verified per published performance specifications. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.